Event description:
As the respiratory therapist was talking to the pt he noticed the bipap machine had stopped cycling breaths and the alarm suddenly, audibly and completely turned off. The pt was immediately bagged as another therapist was on his way with a new bipap machine. Had the therapist not been at the bedside the pt may have been harmed.